Manufacturer narrative:
Related component of device system: model number/ catalog number: 72402960. Serial number: n/a. Batch/ lot number: 366410014. Model/ catalog description: reservoir 100 ml iz.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device has not been working for several years. Outer sheath was ripped on right cylinder. Removed and replaced all components 16 years after implant. No adverse patient effects.